Manufacturer narrative:
Age, weight and ethnicity: unknown, requested but not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted and removed and replaced in the same procedure due to capsular bag tear in the left eye. It was noted that it was zero fault of the lens. The patient has recovered. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: mar 10, 2022 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was received cut in half and stuck together. The lens was cleaned and, no issues related to the complaint issue were observed. Based on the return condition of the lens (cut in half), no further product evaluation could be performed on the lens. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Corrected data: it was reported on the patient implant card which was received with the returned product that the affected eye was the right, not the left as initially reported. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.